Event description:
The dealer alleges the unit runs very hot, gets a red alarm, and shuts down. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this concentrator. The model irc5po2v sn (B)(4) is approximately 4 months old. The user manual for this device is part number 1143482 the dealer alleges that the device was running very hot. The device alarmed [fail safe] and shut off [fail safe] . Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. The fail safes are 'current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm'. The dealer stated the device alarmed as expected. In addition, the dealer stated the device shut down as expected. System failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were mentioned by the dealer. These indicators would alert the dealer/consumer with overheating on the device.